Event description:
Information was reported by the consumer regarding their implanted pump which was used to deliver dilaudid. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that the patient had been in the office for a refill and the healthcare professional (hcp) had a hard time finding the report and was poked a few times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.